Event description:
It was reported that the patient presented to the hospital for a follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited myopotential oversensing. Programming changes were made. The patient was in stable condition.